Event description:
This event was reported as valve explanted at implant. Patient off bypass & valve found to be "malfunctioning" tee showed 3+ central jet, then jet moved up commissure creating eccentric jet; one leaflet not coapting. No further information was provided.